Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom of an inoperable keypad, caused by a failed keypad. When any of the remaining functional keys were pressed an automatic output of the #3 key would occur following the selected key's function. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. Baxter's functionality testing determined that the keypad malfunction involved incorrect automatic output of the #3 key. Any pt involvement, injury or medical intervention is unk.